Event description:
It was reported that a rise spacer was implanted. Lateral imaging found the spacer inserted along the lower end plate of l4. While attempting to change the angle of the spacer with the inserter, one of the prongs at the tip of the instrument broke off within the cavity of the spacer. The spacer was filled with bone graft encasing the broken piece of the instrument.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation of the instrument found one of the forks that mate with the implant has been broken off. It is likely the observed damage was caused by continued attempts to change the angle of the pacer with the inserter even after experiencing resistance due to the bone graft around the device. This excessive force would have placed a high stress concentration on the fork tabs as they are the only attachment mechanism to the spacer. The exact cause of the reported issue cannot be determined.